Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens was inversely folded. The iol was removed during the initial procedure. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).